Event description:
It was reported that the tip of the instrument was broken during the procedure. Although the instrument was broken, no pt complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.